Event description:
It was reported that the customer is experiencing high blood glucose. The blood glucose reading is 522 mg/dl. Customer has treated with insulin pump. Customer has confirmed reservoir leak. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.